Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was fluctuating (42 to 500 mg/dl). The customer did not know what caused the high bg and the low bg was suspected to be due to the pump settings. The customer was working with a healthcare provider to adjust the pump settings. The customer drank soda to address the low bg and a correction bolus was delivered to address the high bg.